Event description:
The patient was admitted for a procedure in 2008 with a calcified lesion in the distal right coronary artery. The vessel was noted to be tortuous. A 3.0 x 28mm cypher stent was chosen for the procedure. The stent was delivered through the guiding catheter without any problems and when the stent reached the proximal portion of the right coronary, it dislodged. There was no resistance encountered while delivering the stent. The stent delivery system was withdrawn and a 1.5mm balloon was used to inflate the stent in the proximal right coronary. Then the balloon was removed and a 2.5mm balloon was used to inflate the stent several times to its full capacity. The distal right coronary was stented with a different product and the procedure was successfully completed.

Manufacturer narrative:
During a coronary intervention, a cypher stent dislodged. The physician was able to deploy the stent with a series of graduated balloons and no patient injury occurred. The target site in the distal rca was described as calcified. The vessel was tortuous and when the sds reached the proximal portion of the rca, the stent dislodged. It is not known if negative pressure was induced on the system prior to introducing it into the patient. The product was not returned for evaluation. A review of the manufacturing records indicated that this lot met quality requirements for product acceptance. The complaint could not be confirmed without return of the sds. The safety and effectiveness of cypher has not been established for use in patients with tortuous vessels in the region of obstruction or proximal to the lesion. Review of the available information suggests that vessel/lesion characteristics or procedural factors may have contributed to this event.